Event description:
It was reported that the patient presented in the clinic. Upon device interrogation, the right ventricular (rv) lead demonstrated noise oversensing, which resulted in pacing inhibition. Programming changes were made, and the rv lead was subsequently capped and replaced on (B)(6) 2026. The patient remained stable throughout the procedure.